Manufacturer narrative:
(B)(4). Additional details of the event: on which firing did this event occur? Third firing of the case, second firing in sequence of the pouch of the gastrojejunostomy. What cartridge reload was being used at the time of the event? Green cartridge reload used, no lot/batch for the cartridge. Were the staples that were successfully fired into the tissue on the patient side or the specimen side? The specimen side, all three rows fired and formed perfectly. On the pouch side, the outer row fired completely and formed completely; the inner row along the cut line and the middle line didn¿t form completely; there was no angio tube in the stomach. Did the device cut? Cut line was a complete line, no jagged edges. Was there any issue with bleeding as a result of the device issue? Very little oozing but was controlled by oversewing with a vicryl suture. Was there any issue removing the device after the firing? No. Used a second powered echelon to complete case. Were there any patient consequences as a result of the event? The patient normally remains in the hospital for a minimum of 2 days. The analysis found that one plee60a device was returned in good visual condition and with an gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an gastrojejunostomy procedure, in the middle of firing sequence, the surgeon heard a pop sound. When he removed the device, he noted that only one side of the staple lines had formed. There were no patient consequences reported.